Event description:
It was reported after 10 minutes of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm. The balloon was removed and inserted another balloon to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood was observed in the interior and on the exterior of the catheter. Chunks of blood were observed in the membrane tip. The catheter tubing was observed to be flattened at 33.53 cm from the iab tip. A catheter kink was observed on the catheter tubing at approximately 75.95 cm from the iab tip. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.27 cm from the iab tip, measuring 0.051 cm in length. The technician successfully inserted a laboratory 0.018¿ guide wire through the inner lumen of the returned iab and found slight traces of blood. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found in the membrane appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after 10 minutes of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm. The balloon was removed and inserted another balloon to continue therapy. There was no reported injury to the patient.

Event description:
It was reported after 10 minutes of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm. The balloon was removed and inserted another balloon to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: device available for eval?yes. Return to manufacture date - 04/24/2020. Evaluation result codes - 3233. Evaluation conclusion codes - 11. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).

Manufacturer narrative:
Additional information section d - device available for eval? From: yes. To: no. Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported after 10 minutes of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm. The balloon was removed and inserted another balloon to continue therapy. There was no reported injury to the patient.